Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the device set screw could not be rotated by the wrench, nor did it make the normal sound during rotation. Another wrench was used with the set screw and the device was implanted. No patient complications have been reported as a result of this event.